Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Evaluation: the iab was returned for evaluation with the membrane completely folded out of the membrane retainers but taped to the blister tray edge. The membrane retainers were in the blister tray held in place by the retainers clips. Visual examination revealed a residual amount of silicone on the folded membrane and within the membrane retainers. The folded membrane appeared normal under room light and polarized light. The membrane retainers were within co mfg specifications. With a vacuum drawn and maintained on the folded membrane, it was possible to insert the membrane into the retainers without difficulty. No defect was found in the device. Probable cause of difficulty: based on the examination in the laboratory, no defect was found in the returned iab or membrane retainers. It was not possible to verify the rpt'd difficulty or to determine the exact cause for the encountered problem. In general, difficulty removing the iab from the blister tray may be attributed to one or more of the following: 1. The user may have not drawn and maintained a sufficient vacuum on the iab prior to its removal from the tray. 2. The iab may not have not held by the y-fitting and withdrawn from the tray as depicted in co instructions for use. 3. After a vacuum was drawn on the folded membrane, the user may have pulled the iab out of the blister tray on a sharp angle, rather than "straight out", causing the difficulty.

Event description:
A vacuum was applied to the balloon for removal from packaging. However, resistance was noted when attempting to pull the membrane out of the plastic holder. A further vacuum was applied but resistance still was noted. Excessive force was required to eventually remove the iab from the packaging. The iab was not used. A second was inserted successfully. Event complications: unk - rpt'd 7/22/97 or on 9/29/97. Pt current status: unk - rpt'd 7/22, 9/29/97.